Event description:
It was reported that a malfunction alarm occurred with a code malf 12 on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information but the issue persisted after resetting. Technical support decided to replace the pump and confirmed the shipping address. The customer will use multiple daily injections (mdi) as a backup therapy and was instructed on how to put the faulty pump into storage mode before returning it with a prepaid label. The pump was confirmed to be in warranty.